Event description:
On (B)(4) 2012, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis featuring the gore c3 delivery system. Complete deployment of the proximal end of the device was performed without incident. When the physician pulled back the gray deployment knob to execute deployment of the ipsilateral leg component, the gold deployment line broke. The physician proceeded to utilize the backup deployment mechanism, but upon opening the deployment line back up hatch, line 4(the gold deployment line) was not visible in the hatch. Final deployment of the ipsilateral leg was aborted and the pt was converted to open repair. The gore endoprosthesis was explanted, and a vascutec surgical prosthesis was implanted. The pt tolerated the procedure. On (B)(6) 2012 the pt expired. The cause of death is unk.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.